Event description:
It was reported that at the end of a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.